Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
This case is from health authority. It was reported that during the space occupying resection of left upper lung surgery on (B)(6) 2020, when severing the lung tissue, after fired, noted the staples malformed. There was air leakage issue. Suture was used to oversew and complete the surgery. No additional information can be provided.